Event description:
Same case as # 1527460-2010-00161. The complainant reported a balloon burst. The replacement tube was inserted on (B)(6) 2010, and the balloon burst on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required info from the source.